Manufacturer narrative:
(B)(4). The device was received the upper jaw broken at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the reposition jaws and reactivate issues. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure the generator displayed an alert screen to open and close the grasper tip and retest the device. This was tried unsuccessfully three times. They then swapped out with a new device of the same product code and the procedure was completed without further incident. There were no patient consequences reported.